Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported failure to advance the steerable guide catheter (sgc) appears to be related to challenging patient morphology/pathology and due to the thick septum. It should be noted that in the mitraclip instructions for use (IFU) sgc insertion, instructs the user to retract the guide wire into the tip of the dilator. Remove the dilator and guide wire while gently aspirating the guide (starting when the dilator is approximately halfway retracted into the guide, approximately 40 cm) using a 50-60 cc syringe. In addition, a warning is provided that states the following: failure to fully retract guidewire into the dilator may result in air embolization. The reported sgc leak was likely a result of user error, as the user removed the dilator while leaving the guide wire inside the sgc; this allowed air to enter the hemostasis valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report air in the device, requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc), was advanced, but failed to cross the challenging septum anatomy. The dilator was retracted and despite constant aspiration performed at the flush port, there was air penetrating in the guide lumen, due to the guide wire remaining in the valve. The guide wire was removed completely and further aspiration was performed to successfully remove the air from the guide lumen. A new sgc and new dilator were used to complete the procedure. One clip was implanted, reducing the mr to <1. There no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.